Manufacturer narrative:
The exact mfg site could not be determined as the production lot is unk.

Event description:
During an unspecified procedure, the instrument misifired. No pt injury was reported.